Manufacturer narrative:
MDR 3003442380-2024-04227 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that the two infusion set was leaking at site due to which hyperglycemia and high ketones occurs since last 2 hours infusion set was in use. High blood glucose level was treated by the change infusion set and correction via bolus. No further information was available